Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter exhibited inappropriate shock due atrial fibrillation with right ventricular response. Programming changes were performed. The patient is in stable condition.